Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review of the transmission, the implantable cardioverter defibrillator exhibited noise that was inhibiting pacing. No intervention was performed. The patient would continued to be monitored with routine follow up.

Event description:
New information on 2/15/18 stated that oversensing was reproducible with deep breaths indicating myopotential oversensing. The device was reprogrammed and resumed normal functions. The patient would continued to be monitored normally.